Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump failed to run at 5ml/hr entire 1000mcg of fentanyl infused, patient had to be transferred to ICU instead of being extubated. There was serious injury to the patient.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported is a concomitant. Please refer to manufacturer report number 2016493-2021-64279, which captured the correct suspect device per investigation report.

Event description:
It was reported that the pump failed to run at 5ml/hr entire 1000mcg of fentanyl infused, patient had to be transferred to ICU instead of being extubated. There was serious injury to the patient.